Manufacturer narrative:
The lens was returned in the vial in three pieces. The vial was enclosed in a biohazard bag and the bag was labelled with the ra #, diopter and model. No other lenstec packaging components were received. Inspection was performed at 10x magnification under a stereoscopic microscope. The lens was found in three pieces separated by the optic. Two pieces were made of an intact haptic and one piece of the optic whilst the third piece was just part of the optic. A complete lens could not be formed when the pieces were placed together. The cross-sectional inspection of each piece was jagged and appeared to be cut to remove the lens from the eye. No other defects were noted. As the lens was in three pieces, we were unable to conduct a power test. However, a full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. The medical monitor reviewed the case and indicates this was an exchange for refractive reasons. Although we were unable to conduct power testing of the lens due to the condition in which it was returned, we can confirm that all our manufacturing documentation indicated that the lens was correctly labelled and all operations done as required. There was no evidence to support the lens being the cause of the myopic result reported.

Event description:
Lenstec received an email stating "lens was implanted. Patient had a myopic result. Doctor removed the lens, did not have to enlarge the incision.